Manufacturer narrative:
Continuation of d10: product ID: 39565-30, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the high impedances were not determined. The patient had good therapy coverage post operatively. It was noted the patient would be assessed further at their post-op appointment next week. It was noted the device was discarded.

Manufacturer narrative:
Continuation of d10: product ID 39565-30, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported the leads were malfunctioning and breaking down. Pt said that when they woke up from the surgery the stimulation was on their legs and not their back. Pt wanted to know if the leads go in the same place in the legs as the back. Pss redirected patient to their hcp but pt said that they just had a revisit with their hcp and they have met with a medtronic representative 7 times already, pt said they have worked with brent all the times except one time for they worked with a different representative (name asked unknown). Pt stated that the representatives had tried everything to get the leads on their back (pss understood stimulation on the back). Pt said that their implant settings were not working and they were majority handy capped and the closest that the representatives have gotten stimulation to their back was their waist. Pt said that their were in pain and not comfortable and stated that they might as well have the medtronic device explanted. Pt said that their neurodermatitis was acting up again and they were thinking about taking epidurals again.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: lead. Product ID: 39565-30, serial/lot #: (B)(4), ubd: 09-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported on (B)(6) 2020 that the stimulator was not working, he didn't feel stimulation on half of his body. The controller was showing a message that it couldn't provide the desired intensity settings. The patient had three groups and tried all of them but got the same message. The patient was able to decrease but couldn't increase stimulation. Troubleshooting reviewed the message and directed the patient to their healthcare provider. On (B)(6) 2021, the physician replaced the surgical paddle lead because electrodes 1, 11, and 14 tested out of range with high impedances. Intra-operatively, the manufacturer representative tested the lead with a wireless external neurostimulator and determined that the lead was bad. The surgeon then replaced the lead. They tested the new lead intra-operatively and al impedances were good, but in post-op contacts 0, 1, 2, 3 and 8, 9, 10, and 11 tested with high impedances. The manufacturer representative programmed using the remaining good contacts and is planning on checking the patient at a follow-up visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they saw the patient and all impedances were normal. Connection test was good. The rep was able to get great coverage of patient¿s painful back. No further action needed.